Manufacturer narrative:
Per additional information received on july, 02, 2020, customer has bought a new thermogard ixtm system and the thermogard ivtm system (seria #(B)(6)) will be scrapped.

Manufacturer narrative:
An on-site evaluation of the thermogard xp ivtm console (serial #(B)(4)) was performed by a zoll service technician. The report complaint of the thermogard console was slow to cool was confirmed during functional testing. Root cause could not be determined. Thermogard console will be shipped back to zoll service depot for further evaluation. A follow-up report will be submitted when the investigation has been completed. No physical damage was observed on the thermogard console during visual inspection. A review of the event log was performed and no issues were observed.

Event description:
During ivtm therapy, customer reported that the temperature cooling phase took too long to cool and the thermogard ivtm system (serial #(B)(4)) went on stand-by. Customer discontinued ivtm therapy. No consequences or impact to patient was reported.